Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Lot number reported is 16052021m. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter and a bad/ no ECG all channels (bs and ic) device malfunction occurred. It was reported when the catheter was connected to the patient interface unit (piu), all the body surface (bs) leads were confused with big artifacts on all bs and the smart touch unidirectional catheter. When the catheter was disconnected, the bs ECG was fine. In addition, on the carto system it looked like they were pacing from map 1,2. The electrodes of map 1,2 were visualized with the pacing sign although the stimulus was reflecting as none. The cable was changed with no improvement. The catheter was changed and the procedure was completed with no patient consequences. Upon request, additional information was provided on (B)(4) 2014. The noise was observed on all bs and intracardiac (ic) signals on both the carto system and the recording system. The physician did not have any signals to monitor the patient¿s heart rhythm. The temperature, impedance, power cut off values were set to the default settings. The pacing leads were connected to the primary pacing port. The map catheter only looked like it was pacing. Pacing was set on none. Therefore, they did not try to ablate or pace as they did not have any signal. There was no pacing. This event was originally considered non-reportable, however, bwi became aware of the severity of the noise on all signals (bs and ic) on both the carto system and the recording system on (B)(4) 2014 and have reassessed the event as reportable.

Manufacturer narrative:
(B)(4) it was reported when the catheter was connected to the patient interface unit (piu), all the body surface (bs) leads were confused with big artifacts on all bs and the smart touch unidirectional catheter. When the catheter was disconnected, the bs ECG was fine. In addition, on the carto system it looked like they were pacing from map 1,2. The electrodes of map 1,2 were visualized with the pacing sign although the stimulus was reflecting as none. The cable was changed with no improvement. The catheter was changed and the procedure was completed with no patient consequences. Upon request, additional information was provided on july 28, 2014. The noise was observed on all bs and intracardiac (ic) signals on both the carto system and the recording system. The physician did not have any signals to monitor the patient¿s heart rhythm. The temperature, impedance, power cut off values were set to the default settings. The pacing leads were connected to the primary pacing port. The map catheter only looked like it was pacing. Pacing was set on none. Therefore, they did not try to ablate or pace as they did not have any signal. There was no pacing. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. In addition, catheter was connected on the carto 3 and pacing signals were not displayed. No other issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.